Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The patient had a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis. On an unknown date, the patient had a breach in aseptic technique. On the same day as the on set, the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics. Six days after the hospitalization, the patient's catheter was removed. Four days later, the patient was discharged from the hospital. The following day, hemodialysis was initiated. The patient recovered from the peritonitis. The patient was not retrained on aseptic technique. No additional information is available at this time.